Manufacturer narrative:
As no defects were found with the returned device and no medical information has been received from the patient and/or the treating facility(s), the relationship between the coopervision device and the event is unconfirmed. Should further relevant information become available, a follow-up report will be submitted.

Event description:
It was previously reported via manufacturer report number 3009108089-2020-00002 that the patient experienced an allergic reaction in the left (os) eye after using the device. The patient states that after seeking medical treatment, she was diagnosed with an allergy to the chemical benzophenone, which is a component of the uv blocker in the device the patient was using. The patient states that after first experiencing a reaction to the lenses, they were exchanged through the location of purchase for different lot numbers. The patient used one contact lens from the new lot numbered box and continued to experience an allergic reaction. No lenses were returned to the manufacturer for the initial report filed. This manufacturer report is to provide details of the secondary lot number involved in the incident. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, incomplete diagnosis, and unknown resolution.